Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (4 mg/ml at .57 mg/day) via an implantable infusion pump. It was reported that the patient had an open wound that was about 1/2 inch over the pump pocket. The physician decided to remove the pump and half of the catheter (he left the intrathecal portion in and tied off) in fear that she has an infection.